Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas failed to connect to a dexcom g7 cgm and the ilet app, despite correct pairing code entry and multiple restarts, with the device returning to the cgm ¿start sensor¿ menu and not entering pairing mode; the ilet displayed a bluetooth version of 0.0.0, indicating a communication malfunction, and the patient was placed on backup therapy while a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included continued cgm use on the patient¿s phone without interruption and no impact to blood glucose levels. Investigation included troubleshooting of cgm pairing, verification of pairing code, device restarts, cgm type toggling, and review of the ilet bluetooth firmware version. Investigation of this case revealed a suspected bluetooth subsystem failure preventing cgm pairing, consistent with a communication hardware or firmware malfunction in the pump¿s wireless component. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the bluetooth module.